Event description:
The sales representative reported that the user facility experienced the device leaking during a procedure. The patient was reported to develop an infection after the procedure. No delay was reported for this event. Although requested, no information regarding if the procedure was completed successfully or if any medical intervention was provided to the patient was available.

Manufacturer narrative:
Customer discarded.

Event description:
The sales representative reported that the user facility experienced the device leaking during a procedure. The patient was reported to develop an infection after the procedure. No delay was reported for this event. Although requested, no information regarding if the procedure was completed successfully or if any medical intervention was provided to the patient was available.